Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin. An 0x68 occlusion alarm was generated by the pod. The exact cause of the alarm could not be determined from the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was at the airport when the patient had blood glucose (bg) that dropped below 40 mg/dl. The patient was disoriented and possibly having seizures. The patient was attended to by a lady who identified herself as a nurse. The nurse gave the patient glucose tablets and food. The paramedics arrived and the patient's blood glucose was now at 76 mg/dl. The pod was worn between 4 and 24 hours on the back. The paramedics left after 15 minutes. No further details.